Event description:
On (B)(6) 2012, the reporter (distributor) contacted animas to report that an unspecified issue with multiple keypad buttons. The reporter was unable to report if there was any physical damage to the keypad. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad was intact. The up arrow button was intermittently unresponsive and the other buttons responded appropriately. There was evidence of keypad contamination found under the up and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.